Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after a routine tracheostomy tube replacement, a child on mechanical ventilation developed clinical signs of intolerance to the newly inserted device. New tracheostomy tube had the same size (ID 6,0mm) but was produced from pvc while the tube before that was produced from silicone. Within the short period after insertion, the patient has developed severe symptoms: shortness of breath, tachycardia, hemoptysis, and a decrease in oxygen saturation to 83%. After extraction of pvc-tube and its replacement with silicone tube of the same model, as used before, the patient was stabilized.  Tubes from pvc were more rigid and less elastic which may cause mechanical irritation and microdamage of mucosa layer, especially in long-term use.  The event occurred immediately on use. The event occurred at the hospital. There was a medical intervention required. The outcome of the event was resolved. The patient was ventilator-dependent, with constant use of tracheostomy tube. The child's condition is complicated by severe scoliosis of the thoracolumbar spine.  Patient is a female, age is 10 years old, weighs 25 kg, height is 120 cm. There was patient involvement and harm.